Event description:
This event was captured based on literature review. It was reported that drug eluting stent characteristics and complication rates were studied at 12-month follow-up. For the xience v stent, the following clinical outcomes were as follows: 0.3 % stent thrombosis; 2.5 % target lesion revascularization (tlr); 2.0 % all-cause death or myocardial infarction; no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated as one year prior to publication. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The additional patient effects referenced are being filed under a separate medwatch report.